Manufacturer narrative:
Analysis of the returned device identified: underweight, broken shell, yellow particles. A visual and microscopic analysis was performed which identified: sharp broken and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on patch bond edge due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are rupture and capsular contracture, baker grade unknown. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported a right side rupture. Healthcare professional reported capsular contracture, baker grade unknown. Device remains implanted.